Manufacturer narrative:
Information not provided the device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty camera cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head is unable to display image. The event occurred during preparation for use and a similar device was used to complete the procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty cable unit. The root cause of why the cable unit failed could not be identified. Olympus will continue to monitor field performance for this device.